Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown trilogy cluster hole cup, lot #: unknown, item number: unknown, item name: unknown liner, lot #: unknown, item number: unknown, item name: unknown versys fiber metal taper, cementless stem, size 13, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised due to corrosion at the head-stem interface. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected/updated information. Updated: a2, a5, b4,g4, h2, h3, h6  corrected:b1, b3, b5, d4, d7, e1, e2, e3 b3-event date unknown d4- product item# is unknown d7- revision occurred on unknown date. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03082 0001822565-2019-03083 0001822565-2019-03084.

Event description:
It was reported that the patient was revised on an unknown date due to unknown reasons. No further information available at this time.

Event description:
It was reported the patient underwent an initial left total hip arthroplasty. Subsequently, the patient was revised approximately 12 years post implantation due to trunnionosis with adverse local tissue reaction and instability. The stem and shell remain implanted. No further information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.